Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Correction: section b1: in the initial report, "adverse event" should have been selected only instead of "product problem". "Product problem" was selected in error and should have been blank.

Manufacturer narrative:
Final analysis notes as received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.